Manufacturer narrative:
Result: the 5maxace reperfusion catheter was kinked approximately 1.5 cm from the hub underneath the hypo-tube. Conclusion: the complaint has been evaluated. The compliant indicated that leaking was observed from the metal-coated region of the catheter during use. Evaluation of the returned device revealed a kink in the catheter approximately 1.5 cm from the hub underneath the spiral cut section of the hypotube. This damage is usually associated with improper handling of the device when attempting to remove it from the packaging hoop. If the proximal end of the catheter is torqued or bent at an angle during removal, the catheter shaft may kink in this area. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, air was aspirated through a fracture in the proximal shaft of the catheter when the pump was turned on. The physician used a new 5max ace reperfusion catheter and successfully completed the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: additional information was submitted to the manufacturer with the patient's information. No further information is available and the manufacturer is closing its file.